Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed. Complaint sample not returned.

Manufacturer narrative:
The device was returned for evaluation. The investigation of the returned device did not confirm the problem reported by the customer. The lot number is cnpct0 serial number (B)(4), product code 82-3162. The position of the cam when valve was received was 150mmh2o. The valve was visually inspected; it was noted that the proximal connector was missing, needle holes in the needle chamber, and a clear liquid inside the valve. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested. The valve only leaked from the needle holes in the needle chamber, no other leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming and the valve passed the test. The valve was then pressure tested and the valve passed the test. Review of the history device records confirmed the valve, product code 82-3162 with lot number cnpct0, conformed to the specifications when released to stock on the 5th february 2013. No root cause could be determined, as the problem reported by the customer could not be duplicated. It is possible that the connector was disconnected when explanting the valve, but this could not be determined. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The device was originally implanted via v-p shunt at 80mmh2o on (B)(6) 2014 to the patient with congenital hydrocephalus who was (B)(6) year old girl (i.o). After the implantation, the surgeon found that the ventricles of the patient's brain became large and the fluid did not flow through the valve. The revision surgery was performed on (B)(6) 2014. The patient condition was improved after revision with the device at 100mmh2o.